Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: received the affected cutter, also received was the broken inner tip. Upon visual inspection, the broken tip condition was confirmed. The broken tip presented bend and damage to the teeth. Heavy wear marks were observed on the housing window inner diameter, damage to the edges was also observed (as a result of the inner teeth hitting the window edges). No wear marks noticed along the inner tube shaft. Reportability rationale noted that it was confirmed that no broken piece was left inside the patient. The probable root cause/s could be excessive force applied by the user, the blade comes contact with a hard object.

Event description:
It was reported that the endo of the inside piece broke off as soon as it was turned on.